Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that it was difficult to cross the lesion and the stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). A 3.00x24 synergy mr stent was advanced to treat the lesion but was unable to cross the lesion. Plain old balloon angioplasty (poba) was performed for several times, but the stent was still unable to cross the lesion. When the stent was removed from the patient's body, the stent struts were noted to be lifted. The procedure was completed with a different device. There was no serious injury or adverse patient effects. The synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the distal half of the stent, struts were stretched in a distal direction. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is combination product.

Event description:
It was reported that it was difficult to cross the lesion and the stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). A 3.00x24 synergy mr stent was advanced to treat the lesion but was unable to cross the lesion. Plain old balloon angioplasty (poba) was performed for several times, but the stent was still unable to cross the lesion. When the stent was removed from the patient's body, the stent struts were noted to be lifted. The procedure was completed with a different device. There was no serious injury or adverse patient effects. The synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the distal half of the stent, struts were stretched in a distal direction. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.